Event description:
It was reported to tyco healthcare/kendall in late 2007, that a customer had a problem with a foley catheter. The customer stated that the balloon would not deflate and the catheter could not be removed.

Manufacturer narrative:
Qa analyst, rn recommended that the customer try to use a different syringe, but the balloon still did not deflate. Following this, the customer cut the inflation valve but again, the balloon still did not deflate. The customer is not going into the ER and has an appointment for his doctor in late 2007. Three days later, the customer called and explained that he had seen his physician who place a guide wire through the catheter to deflate the balloon. The catheter was removed with no harm to pt. An investigation is currently underway; upon completion, the results will be forwarded.